Event description:
It was reported that the rigid video scope had purple stripes in the image. This was found during an unknown procedure which was completed with a similar device. There is no report of patient harm.

Manufacturer narrative:
Additional information: b5. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a broken video cable. No root cause could be established. Based on the results of the investigation, it is likely the following led to the malfunction: cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had purple stripes in the image. This was found during an unknown procedure. There is no report of patient harm.